Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, of unknown age at the time of event, who underwent an unspecified breast prostheses implantation procedure with two 425cc mentor memorygel breast implants, experienced rare pain in both implants, but mostly on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 5/20/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, via (medwatch mw5086118) mentor became aware that the patient also reported being diagnosed with chronic gastritis, lupus, hashimoto's and also have extreme joint pain, migraines approximately 20 times a month along with over thirty more symptoms ranging from fatigue, brain fog, shortness of breath, to ringing in ears. Patient reported that it has halted this life and made it hard to function. Mentor also became aware that the date of event was (B)(6) 2015. Manufacturer¿s reference number: (B)(4).